Event description:
Patient was initially ventilated due to copd/emphysema. The pulse oximeter alarm was going off and the patient was noted to have an oxygen saturation level <80% and appeared to be cyanotic. The ventilator alarm had not gone off to alert nursing staff that there was a problem with the patient. The manometer was found to be stuck at 10. Patient required manual bagging by respiratory therapist. Ventilator was changed. Patient required continued/increased monitoring by nursing staff and respiratory therapists to ensure that patient was stable.